Manufacturer narrative:
The device history record for the device was reviewed. There were no nonconformances or deviations related to the manufacture of serial number (B)(6). The device met all functional and performance specifications prior to release from manufacturing. The device cannot be further evaluated at this time as it remains implanted. Therefore, the investigation cannot conclude a root cause at this time. Follow up has been attempted with the healthcare provider to determine the current status of the patient and device. The cause of the high residuals for the given refill intervals is ultimately undetermined, but it is possible that a catheter clot may have occurred. Catheter thrombosis is a known adverse event as listed on the intera 3000 hepatic artery infusion pump IFU. Blank fields on the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump had higher than expected residuals upon refill. Intera clinical was provided the following residual information: 26ml as of 22jan2024, 22ml as of 09feb2024, and 29ml as of 15feb2024. The healthcare provider reported that the catheter tubing remains intact with the tip terminating in the expected position based on CT images. From the healthcare provider, "with unsuccessful fluoroscopic pump injection done in neuc med, ?no known malposition of the pump or catheter, and with the suspicion of thrombosis; it appears to me the next step is to assess the extent of the occlusion. I placed orders for CT abdomen angiogram. I will request our team schedule asap. Recs noted below for CT angiography + pump angiography to discern between etiologies of occlusion and to assess for the extent of the thrombosis." Intera medical science liaison followed up with instructions on tpa administration to resolve a potential clot.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump had higher than expected residuals upon refill. Intera clinical was provided the following residual information: 26ml as of (B)(6) 2024, 22ml as of (B)(6) 2024, and 29ml as of (B)(6) 2024. The healthcare provider reported that the catheter tubing remains intact with the tip terminating in the expected position based on CT images. From the healthcare provider, "with unsuccessful fluoroscopic pump injection done in neuc med, no known malposition of the pump or catheter, and with the suspicion of thrombosis; it appears to me the next step is to assess the extent of the occlusion. I placed orders for CT abdomen angiogram. I will request our team schedule asap. Recs noted below for CT angiography + pump angiography to discern between etiologies of occlusion and to assess for the extent of the thrombosis." Intera medical science liaison followed up with instructions on tpa administration to resolve a potential clot. Later follow up with the healthcare provider indicated that the pump is still flowing based on residual volume calculations, although those calculations are still high. The patient and healthcare provider came to an agreement to keep the pump implanted and to continue with hep/saline refills. The healthcare provider indicated that they would stop all refills and let the pump run dry if any refill indicates that no volume is being delivered. The patient has completed chemotherapy and shows no evidence of disease.

Manufacturer narrative:
The device history record for the device was reviewed. There were no nonconformances or deviations related to the manufacture of serial number (B)(6). The device met all functional and performance specifications prior to release from manufacturing. The device cannot be further evaluated at this time as it remains implanted. Therefore, the investigation cannot conclude a root cause at this time. Supplement is to add patient information (as made available) from the healthcare provider. The healthcare provider is leaving the device implanted in the patient. The patient has completed chemotherapy and shows no evidence of disease. The cause of the high residuals for the given refill intervals is ultimately undetermined, but it is possible that a catheter clot may have occurred. Catheter thrombosis is a known adverse event as listed on the intera 3000 hepatic artery infusion pump IFU. Blank fields on the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.